Event description:
It was reported that the customer's blood glucose was 50 mg/dl while the sensor gave a reading of approximately 68 mg/dl. At the time of the report, customer was receiving weak signal and lost sensor alarms and had experienced high blood glucose of 400 mg/dl on (B)(6) 2015. Customer used insulin pump to treat and declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.